Event description:
On (B)(6) 2009, pt's mother reported pt told her she was having problems with the infusion device, disconnected from the infusion device, took an injection of insulin, and left the infusion device on her bed. Mother reported when pt disconnected the original infusion tubing, she stated that the "wire" became disconnected from the luer lock. Mother stated pt is not present to assist with troubleshooting. Mother reported she attempted to get the infusion device functioning and found an a8 (bolus cancelled). Reviewed history, and just before the a8 the infusion device alarmed e4 (occlusion). Mother reported she was unsure how long infusion tubing had been in use. She stated she will have the pt change her infusion site when the infusion device is up and running again. Mother reported there was not an insulin cartridge in the infusion device but there was one next to the infusion device with 200 units of insulin in it and the infusion adapter and infusion tubing were attached to the cartridge. Had mother complete the change the cartridge procedure. Had her attempt to prime out the infusion tubing; stated she received an e4. Had mother remove tubing and prime out the adapter; was successful. Recommended changing the tubing. Had mother attach new tubing; primed out the end of the tubing successfully. Advised infusion device is ready to connect to pt's site when they are ready. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.